Manufacturer narrative:
The instrument was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before and after the event and recovered within assay limits. Service was not dispatched for this event. Raw data analysis was conducted. The lower channels of the white blood cell histogram did not include sufficient events to trigger either the giant platelet or platelet clump flags. Root cause is unk. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add¿l reportable events. This issue was reported in 2010 as MDR 1061932-2010-00041. During the retrospective review, it was determined that add¿l mdrs were required to be filed. This MDR represents event 5 of 6 reported. This MDR is related to the following mdrs that have been reported: MDR 1061932-2010-00041, 1061932-2011-01213, 01214, 01215, 01217.

Event description:
Customer reported erroneous low platelet counts were obtained for one pt over several days, when using a coulter lh 780 hematology analyzer. There were no instrument generated flags with the results for the specimen tested on (B)(6) 2010. The test results were determined to be erroneous when compared to a manual estimate of platelets on a blood smear slide. The erroneous low platelet counts were reported out of the laboratory. Corrected reports of the manual slide estimates were issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 5 of 6 events reported by this customer for the dame pt, tested over multiple days with the same analyzer.